Manufacturer narrative:
All available information was investigated and the reported gripper actuation issue was not confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported gripper actuation issue. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report a gripper actuation issue. It was reported that during preparation for a mitraclip procedure, one of the grippers was not lowering effectively on a xtw clip. Troubleshooting was attempted but the issue persisted. The device did not enter the patient. There was no clinically significant delay. No additional information was provided.